Event description:
It was reported that the health care professional (hcp) suspected that this pacemaker device was automatically programmed from ddd to aai. The physician found about the programming changes during the follow-up visit and had requested data analysis. This device currently remains in service. No adverse patient effects were reported.